Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc blood glucose reader 2. A customer reported receiving a sensor scan of 398 mg/dl on the reader 2 as compared to an adc meter reading of 292 mg/dl. The customer experienced symptoms of cold, chill, shaking, sweating, and a loss of consciousness. The customer was able to regain consciousness on their own and self-treated unspecified does of insulin and his fiancé injected him with unspecified medication. No further information was provided. There was no report of death or permanent injury associated with this event.